Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("scheduled for a hysterectomy") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for a hysterectomy on (B)(6) 2018). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("tumor / teratoma / cancer,") in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, urge incontinence, stress incontinence, dysmenorrhea, nocturia, anemia, dysfunctional uterine bleeding, cough, vitamin b12 deficiency, esophageal motility disorder, hypertension, pulsatile tinnitus, paraesthesia, blurred vision, chest pain, dyspnea, heartburn, libido decreased, hot flashes, anxiety, anger and difficulty sleeping. Previously administered products included for an unreported indication: iron, ultram and folic acid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("psychological or psychiatric problems, migraines/headaches"), headache ("psychological or psychiatric problems, migraines/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and alopecia ("hair loss") and was found to have neoplasm ("tumor / teratoma / cancer,"), teratoma ("tumor / teratoma / cancer,") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, neoplasm, teratoma, neoplasm malignant, fatigue, weight fluctuation and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : menorrhagia, pelvic pain, fatigue, headaches, loss of hair, abnormal bleeding (vaginal). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("scheduled for a hysterectomy") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for a hysterectomy on (B)(6) 2018). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, urge incontinence, stress incontinence, dysmenorrhea, nocturia, anemia, dysfunctional uterine bleeding, cough, vitamin b12 deficiency, esophageal motility disorder, hypertension, pulsatile tinnitus, paraesthesia, blurred vision, chest pain, dyspnea, heartburn, libido decreased, hot flashes, anxiety, anger and difficulty sleeping. Previously administered products included for an unreported indication: iron, ultram and folic acid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("psychological or psychiatric problems, migraines/headaches"), headache ("psychological or psychiatric problems, migraines/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and alopecia ("hair loss") and was found to have neoplasm ("tumor / teratoma / cancer,"), teratoma ("tumor / teratoma / cancer,") and neoplasm malignant ("tumor / teratoma / cancer,"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, neoplasm, teratoma, neoplasm malignant, fatigue, weight fluctuation and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : menorrhagia, pelvic pain, fatigue, headaches, loss of hair, abnormal bleeding (vaginal). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs and mr received : lot no. Was added. New events, ¿vaginal haemorrhage (abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems, migraines/headaches, nausea, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer, pain, fatigue, weight gain / loss, hair loss.¿ were added. Historical medications were added. Medical history was added. Patient¿s information was added. Product information was added. Patient¿s demographics were added. New reporter contact information was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neoplasm malignant ('tumor / teratoma / cancer,') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, urge incontinence, stress incontinence, dysmenorrhea, nocturia, anemia, dysfunctional uterine bleeding, cough, vitamin b12 deficiency, esophageal motility disorder, hypertension, pulsatile tinnitus, paraesthesia, blurred vision, chest pain, dyspnea, heartburn, libido decreased, hot flashes, anxiety, anger and difficulty sleeping. Previously administered products included for an unreported indication: iron, ultram and folic acid. Concurrent conditions included overweight. Concomitant products included tramadol hydrochloride (ultram ER). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("psychological or psychiatric problems, migraines/headaches"), headache ("psychological or psychiatric problems, migraines/headaches"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and infection ("infection with antibiotics"), was found to have neoplasm ("tumor / teratoma / cancer,"), teratoma ("tumor / teratoma / cancer,") and neoplasm malignant (seriousness criterion medically significant) and underwent oophorectomy ("oophorectomy"). The patient was treated with iron, oxybutynin, antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neoplasm, teratoma, neoplasm malignant, weight increased, anxiety, depression, abdominal pain lower, infection and oophorectomy outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, oophorectomy, pelvic pain, teratoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: fu (B)(6) 2020: date of removal: (B)(6) 2017 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : menorrhagia, pelvic pain, fatigue, headaches, loss of hair, abnormal bleeding (vaginal). Most recent follow-up information incorporated above includes: on 15-jul-2020: plaintiff information form received. Event "oophorectomy and infection" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neoplasm malignant ('tumor / teratoma / cancer,') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, urge incontinence, stress incontinence, dysmenorrhea, nocturia, anemia, dysfunctional uterine bleeding, cough, vitamin b12 deficiency, esophageal motility disorder, hypertension, pulsatile tinnitus, paraesthesia, blurred vision, chest pain, dyspnea, heartburn, libido decreased, hot flashes, anxiety, anger and difficulty sleeping. Previously administered products included for an unreported indication: iron, ultram and folic acid. Concurrent conditions included overweight. Concomitant products included tramadol hydrochloride (ultram ER). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("psychological or psychiatric problems, migraines/headaches"), headache ("psychological or psychiatric problems, migraines/headaches"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and infection ("infection with antibiotics"), was found to have neoplasm ("tumor / teratoma / cancer,"), teratoma ("tumor / teratoma / cancer,") and neoplasm malignant (seriousness criterion medically significant) and underwent oophorectomy ("oophorectomy"). The patient was treated with iron, oxybutynin, antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neoplasm, teratoma, neoplasm malignant, weight increased, anxiety, depression, abdominal pain lower, infection and oophorectomy outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, headache, infection, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, oophorectomy, pelvic pain, teratoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: fu (B)(6) 2020: date of removal: (B)(6) 2017 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : menorrhagia, pelvic pain, fatigue, headaches, loss of hair, abnormal bleeding (vaginal). Lot number: 806693 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neoplasm malignant ('tumor / teratoma / cancer,') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, ovarian cyst, urge incontinence, stress incontinence, dysmenorrhea, nocturia, anemia, dysfunctional uterine bleeding, cough, vitamin b12 deficiency, esophageal motility disorder, hypertension, pulsatile tinnitus, paraesthesia, blurred vision, chest pain, dyspnea, heartburn, libido decreased, hot flashes, anxiety, anger and difficulty sleeping. Previously administered products included for an unreported indication: iron, ultram and folic acid. Concurrent conditions included overweight. Concomitant products included tramadol hydrochloride (ultram ER). On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced migraine ("psychological or psychiatric problems, migraines/headaches"), headache ("psychological or psychiatric problems, migraines/headaches"), anxiety ("anxiety") and depression ("depression"). In april 2011, the patient experienced alopecia ("hair loss"). In may 2011, the patient experienced fatigue ("fatigue"). In july 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2011, the patient was found to have weight increased ("weight gain / loss"). In may 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In november 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain") and was found to have neoplasm ("tumor / teratoma / cancer,"), teratoma ("tumor / teratoma / cancer,") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with iron, oxybutynin and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neoplasm, teratoma, neoplasm malignant, weight increased, anxiety, depression and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : menorrhagia, pelvic pain, fatigue, headaches, loss of hair, abnormal bleeding (vaginal). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- new events depression, anxiety,lower abdominal pain were added. Event weight fluctuation updated to weight gain. Outcome of dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, hair loss, nausea, migraine, headaches updated to recovered / resolved. New reporter, medical history, treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.